Event description:
Pt has decreased sao2 at 60%. Was being ventilated via ambu bag. Sat's continued to drop to 40%. Pt reintubated and ambu bag used to ventilate. Sat's continued to drop. Endotracheotube placement confirmed. Ambu bag changed out and pt's sat's immediately climbed to 90%.